Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence at the implant site. This report is submitted on october 16, 2023.

Manufacturer narrative:
This report is submitted on august 1, 2023.

Event description:
Per the surgeon, the explant was performed on (B)(6) 2023 due to an infection at the implant site after recipient suffered from dengue & typhoid. The infection was successfully treated with IV antibiotics. It is unknown if there are plans to re-implant the patient with another device.